Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had oil gel globules in the tubes. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Event description:
It was reported that bd vacutainer sst blood collection tubes had oil gel globules in the tubes. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Additionally, the customer samples along with retention samples from bd inventory were tested and upon completion no issues relating to oil gel globules were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Testing of the customer samples and retention samples was conducted and oil gel globules was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.